Event description:
Patient reported that their one touch profile meter had a cloudy display and had a vertical line down the display screen when the meter is turned off/on. This issue was not resolved with troubleshooting. Patient was feeling nauseated, and had blurred vision. So patient visited their doctor. The doctor's meter result was 176 mg/dl, which does not reflect any serious injury. This case is reported as a meter malfunction due to the cloudy display.